Manufacturer narrative:
Reference: cmp(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: patient initials, date of birth, gender. If any further information is found which would change or alter an information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a right knee arthroplasty the surgeon noticed the tibial stem to be used would not fit in the prepared canal and was larger than another of the same size stem used. Another stem of the same size was used to complete the procedure.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual and dimensional evaluations of the returned stem found that the device is etched as item # 00-5988-020-14 but measures as item 00-5988-020-17. Lot #6346336 for size 17 stems was found to have been processed through operations 500, 700 and 800 on the same day by the same operator as the size 14 stems. DHR was reviewed and no discrepancies were found. A complaint history search identified one additional complaint for the same or similar issue. Investigation results concluded that the reported event was due to comingling during laser etch job step. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.